Event description:
The customer reported that during the procedure, the wire became detached from the catheter. The procedure was completed with a new product. There was no patient harm or injury.

Manufacturer narrative:
This event was identified during internal quality system activities. Upon review, the manufacturer determined the event meets FDA criteria for reporting. The report is being submitted to ensure accuracy and completeness of MDR files. This submission does not reflect a change in device performance or patient risk. The awareness date corresponds to when the manufacturer became aware of the event details. All information reasonably known to the manufacturer at this time has been included. The customer returned a device in three pieces; a mdu (motor drive unit), a catheter (broken off of the cartridge), and a wire (also fractured off the cartridge). The mdu was examined and was found to be in position two (the engaged or ready to be used position) with a portion of wire extending from it by about 3 cm. The wire was examined, and a small amount of dried biomatter was found on what was the distal tip. It is unknown where the biomatter originated from but may have been entangled on the distal tip when the device encountered a tortuous bit of the patient's anatomy. This may have strained the wire, causing it to break. Based only on the findings a conclusive statement cannot be made as to the cause of these defects. However, it is possible that the wire snapped during the procedure due to strain from the patient's anatomy and that the catheter was intentionally broken off of the mdu to ease the retrieval of the wire from the patient's anatomy. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.this complaint will be used to trend for similar complaints.